Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens flipped upon insertion. The lens was removed with no patient injury. The backup icl was implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) no consequences or impact to patient. Lens flipped in eye. (B)(4) lens work order search. A lens work order search was performed and no similar complaints were found within the work order. No conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4) lens not returned.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).